Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient. An increase in capture thresholds and a loss of sensing was also noted. The lead was explanted and replaced during a routine device changeout procedure.